Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of rewind anomaly, error in the motor that was detected by reading unexpected value from hall sensor, and drive/motor anomaly. The customer's blood glucose level was unknown at the time of the incident. The product was not returned for analysis.

Manufacturer narrative:
The device was received with a blank display due to corroded electronic assembly. The motor assembly found with traces of corrosion. The device passed leak test. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, verify pump error 43, rewind or drive / motor anomalies due to blank display. The device was received with cracked battery tube threads, missing display window cover, cracked keypad overlay at select button, minor scratched display window, case and keypad overlay texture damaged.